Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU) and patient manual: include a reference guide for both visual and tone alarms including potential causes and actions to take. Also stated, controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported death. Lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as and death. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site by the vad coordinator that the "patient and spouse sleep in different rooms." "Patient was found down in his bedroom, time unknown." Patient had been incontinent of "b&b" (bowel & bladder). Emergency medical system (ems) said patient had "no respirations." Patient was "reconnected to pump" (not sure whom) but no vital signs. Ems did attempt CPR as a last resort. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) and controller were not returned to manufacturer for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. The reported "double disconnect" event could not be confirmed via review of the controller log files since log files were not available for analysis for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. According to the information provided, it appears that the power to device was disconnected. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times.